Event description:
It was reported that during surgical procedure the fiber tip broke inside the patient, and the fiber body broke as well. A basket was used to retrieve the fiber tip from the patient. The procedure was completed with this fiber without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the fiber did not identify any break along the fiber body. Visual analysis did identify normal degradation of the fiber tip due to usage and black spots on the fiber connector face. When connecting the fiber to the system, the aiming beam was bright and round, and the following message was displayed: "treatment used: 6 treatment left: 4." Please know that the slimline fiber is a reusable device. According to the instructions for use (IFU), inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. The fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser. Based on the available information and analysis results, the reported fiber tip break and fiber break was not confirmed during device analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during surgical procedure the fiber tip broke inside the patient, and the fiber body broke as well. A basket was used to retrieve the fiber tip from the patient. The procedure was completed with this fiber without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the fiber did not identify any break along the fiber body. Visual analysis did identify normal degradation of the fiber tip due to usage and black spots on the fiber connector face. When connecting the fiber to the system, the aiming beam was bright and round, and the following message was displayed: "treatment used: 6 treatment left: 4." Please know that the slimline fiber is a reusable device. According to the instructions for use (IFU), inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. The fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser. Based on the available information and analysis results, the reported fiber tip break and fiber break was not confirmed during device analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during surgical procedure the fiber tip broke inside the patient, and the fiber body broke as well. A basket was used to retrieve the fiber tip from the patient. The procedure was completed with this fiber without patient complications.